Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: evaluated by manufacturer on: 5/19/2021. Device evaluation: device (B)(6) was received with original folding carton and packaging components (labels, implant card ID, dfu & patient card ID). After the visual evaluation performed the following were the observations: lens was stuck in cartridge, override, and with haptic detached was observed. No cartridge tip damage was identified. The plunger and push rod were partially in advanced position. The complaint issue reported was not verified. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. It was not possible to determine a product quality deficiency . Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that for a dcb00 model intraocular lens(iol) the tech said the tip was bent and the lens was flipped. Additional details received confirms that there was no patient contact. No further information available.